Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic sleeve gastrectomy. The patient began experiencing chest pain and shortness of breathe shortly after the procedure. The patient remained in the hospital for a few days. The patient returned to the emergency room with continuous shortness of breathe and chest pains. It was determined the patient had pleural effusion into the left chest from a leak and underwent additional medical procedure.